Event description:
The facility representative contacted baxter to report a colleague infusion pump in which failure code 810:04 occurred. There was no patient involvement. The event occurred in the general patient ward. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump in which failure code 810:04 occurred was confirmed during product evaluation. The root cause of this condition was assigned to an air in line printed circuit board (ail pcb) being out of calibration. The ail pcb was re-calibrated and verified to correct this condition. This condition had the potential to interrupt delivery. A service history review revealed no previous service events were related to the reported condition.